Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave 2.0 nav cath 31mm - us was selected for use, case was going as expected before physician put farawave nav into left atrium (la) through faradrive. Physician wired the left superior pulmonary vein (lspv) and began making a premap of the la. Using flower, basket, and olive configurations, a premap was completed with all 4 veins and posterior wall anatomy collected/defined. Physician wired the lspv again and said something was wrong with the catheter, the wire was stuck. Physician undeployed and carefully pulled catheter into the sheath. About 4 inches of wire remained sticking out the top of the catheter. Catheter was pulled out of the body. It was confirmed on sterile table that the wire would not budge forwards or backwards. New catheter and wire were opened, and case was completed successfully with these. No patient complications were reported. Device is not expected to return.it was reported that a non-boston scientific guidewire with unknown lot number was used in this event, no other catheter malfunctions or issues with deployment occurred. No tissue was seen. Farawave batch number is unknown.

Manufacturer narrative:
Patient information was not available at the facility. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a stuck guidewire. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Risk review a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). (Watchout for unintended use error) investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave 2.0 nav was selected for use. Case was going as expected before physician put farawave nav into left atrium (la) through faradrive. Physician wired the left superior pulmonary vein (lspv) and began making a premap of the la. Using flower, basket, and olive configurations, a premap was completed with all four veins and posterior wall anatomy collected/defined. Physician wired the lspv again and said something was wrong with the catheter, the wire was stuck. Physician undeployed and carefully pulled catheter into the sheath. About four inches of wire remained sticking out the top of the catheter. Catheter was pulled out of the body. It was confirmed on sterile table that the wire would not budge forwards or backwards. New catheter and wire were opened, and case was completed successfully with these. No patient complications were reported.

Manufacturer narrative:
Patient information was not available at the facility. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.